Event description:
It was reported that during the implant attempt, the helix would not extend once curved inside the patient, but it extended normally when straight and outside the body. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies foundbblfull lead returned. Visual inspection: it was noted that blood was observed in/on the helix/lobe mechanism.